Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The supplies were changed to address the event. Customer's blood glucose (bg) was 586 mg/dl. Bg was addressed by the customer changing the infusion set supplies, bolusing via the pump, and administering a manual injection.